Event description:
Customer reported a past low blood glucose event with the lowest level recorded at 45 mg/dl. Low bg cause was not known. Customer treated low bg by consuming carbohydrates. Technical support advised the customer to consult with a healthcare professional to explore potential factors affecting blood glucose levels.